Event description:
Malfunction: system rebooted and then switched out. The nurse reported a system message displayed. The bss bottle had adequate fluid. The system was rebooted, but the system message did not clear. The system was switched out and the case was completed. There was a 15 minute delay. Additional information received from the nurse stated the event occurred 3/4 into the procedure. The system message indicated low irrigation. The case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found the system message in the event log. The fluidics module was replaced and sent for in-house testing. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).